Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow, bleeding so much the device came out") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain/cramping"), device expulsion ("severe menstrual flow, bleeding so much the device came out") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (had to get the other device surgically removed on (B)(6) 2009). Essure (ess205) was withdrawn. At the time of the report, the menorrhagia, abdominal pain, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered menorrhagia, abdominal pain, device expulsion and dysmenorrhoea to be related to essure (ess205). The reporter commented: the events started shortly after the implantation procedure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe menstrual flow and bled so much that one of the devices came out(seen as menorrhagia) and had to get the other device surgically removed 20 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, the event started shortly after the implant procedure. Given positive temporal relationship and event's nature causality cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual flow, bleeding so much the device came out"), device dislocation ("migration of essure"), kidney infection ("right renal infection"), polyomavirus-associated nephropathy ("polynephritis"), arnold-chiari malformation ("neurological conditions or problems -type: chiari malformation type ii"), schizoaffective disorder ("schizoaffective disorder") and bipolar disorder ("bipolar disorder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, dysfunctional uterine bleeding and vaginal delivery. Concurrent conditions included body mass index normal, abdominal pain, chest pain, acute gastritis, constipation, vomiting, sore throat, fever, chills, smoker (one pack in one week), alcoholic, pyuria, pelvic inflammatory disease, uterine cervical motion tenderness and dvt prophylaxis. Family history included alcoholism (grandfather), hypertension, epilepsy, thyroid cancer (mother), diabetes (mother) and mental disorder nos. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual cramps"), premenstrual syndrome ("pms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced depression ("depression"), anxiety ("anxiety") and arnold-chiari malformation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced device expulsion ("severe menstrual flow, bleeding so much the device came out/expulsion of essure device"). In (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain/cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), kidney infection (seriousness criterion medically significant), polyomavirus-associated nephropathy (seriousness criterion medically significant), fatigue ("fatigue"), dyspepsia ("heartburn"), abdominal pain lower ("pain in lower abdomen"), schizoaffective disorder (seriousness criterion medically significant), carpal tunnel syndrome ("carpal tunnel") and bipolar disorder (seriousness criterion medically significant). The patient was treated with naproxen, surgery (had to get the other device surgically removed on (B)(6) 2009) and surgery (surgical removal of coil). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the menorrhagia, device dislocation, abdominal pain, device expulsion, dysmenorrhoea, premenstrual syndrome, vaginal haemorrhage, urinary tract infection, kidney infection, polyomavirus-associated nephropathy, depression, anxiety, migraine, fatigue, dyspepsia, headache, nausea, arnold-chiari malformation, abdominal pain lower, schizoaffective disorder, carpal tunnel syndrome and bipolar disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arnold-chiari malformation, bipolar disorder, carpal tunnel syndrome, depression, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, fatigue, headache, kidney infection, menorrhagia, migraine, nausea, polyomavirus-associated nephropathy, premenstrual syndrome, schizoaffective disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the events started shortly after the implantation procedure. Complications during essure placement procedure: there were more coils inserted in my right side than my left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: fu from pfs+mr: new events: pms, vaginal haemorrhage, urinary tract infection, kidney infection, polyomavirus-associated nephropathy, depression, anxiety, migraine, device dislocation, pelvic pain, fatigue, dyspepsia, headache, nausea, arnold-chiari malformation, abdominal pain lower, schizoaffective disorder, carpal tunnel syndrome, bipolar disorder were added. Reporter, patient demographic information, all other relevant history updated. Product stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe menstrual flow and bled so much that one of the devices came out(seen as menorrhagia) and had to get the other device surgically removed 20 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, the event started shortly after the implant procedure. Given positive temporal relationship and event's nature causality cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.